Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that the wake button was sticking, reportedly the pump had been submerged in water prior to the issue. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.